Event description:
It was reported that the device exhibited premature battery depletion and low pacing impedance. The patient was stable.

Manufacturer narrative:
Correction: previously reported h6 should have included "2285 - low impedance".

Manufacturer narrative:
The reported events of premature battery depletion and low impedance were confirmed. As received, the device output was not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.